Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flex vision pc could not boot up. The system log file was reviewed which confirmed the reported malfunction. Upon investigation, rse identified that the system was unable to boot up and advice the customer to reboot the flex vision pc manually. After the switching it on manually, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It does not start. Location: initial report text: it was reported to philips that the system failed to bootup, it was stuck at 0:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.